Event description:
Customer called to report that the waste exit sump on the synchron lxi 725 clinical system was flooding, resulting in a leak from the hydropneumatic compartment. Customer refused to accept troubleshooting assistance from the customer technical specialist (cts), and requested onsite service. The cts then generated a service request. On the same day, the field service engineer (fse) inspected the instrument and cleaned the waste exit sump container, which resolved the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated no harm to patients or instrument operators.

Manufacturer narrative:
The issue was resolved after the field service engineer cleaned the waste exit sump container. (B)(4).